Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced low hemoglobin/hematocrit post-operative, post-operative headache, post-operative incisional pain, abdominal pain, pain, muscle weakness, unspecified urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, infection, unspecified bowel problems, unspecified neuromuscular problems, leukocyte esterase/white blood cells/mucus/protein/nitrites in urine, blood/red blood cells in urine (hematuria), urinary frequency, urinary urgency, nocturia, vaginal/pelvic pain, urinary retention, nocturnal polyuria, low nocturnal bladder capacity, incomplete bladder emptying, vaginal itching, vaginal dryness, vaginal discharge, vaginal atrophy, incontinence, right adnexal tenderness, vaginal discomfort, bladder/urinary tract infections (uti), cramping (cramps), atrophic vaginitis (inflammation), dysuria, something protruding from introitus, detrusor instability, grade I rectocele (prolapse), sharp burning pains/burning with urination (burning sensation), lower abdominal pressure, fatigue, unspecified psychological/emotional problems (emotional changes), difficulty with physical activity due to pain/discomfort, soreness, bacteria/streptococcus b in urine (bacterial infection), back pain, hepatic flexure polyp, diverticulosis, internal/external hemorrhoids, osteopenia, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced postoperative infection with a small area of necrotic tissue in vaginal incision, urinary incontinence, urge incontinence, vulvar pruritic, lower abdominal pain, vaginal discomfort that sometimes radiates to right anterior thigh, stress incontinence, chronic pelvic and vaginal pain, painful intercourse and severe bladder infections.